Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Pharmacist reported that patient experienced minor pain. Ultrasound found a significant rupture of the right prosthesis. MRI confirmed extracapsular rupture with fusion of the silicone under the pectoral, a siliconoma in the mammary extension on the right and a slight thickening of the ganglion cortex. Device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, migration and rupture.

Event description:
Pharmacist reported that patient experienced minor pain. Ultrasound found a significant rupture of the right prosthesis. MRI confirmed extracapsular rupture with fusion of the silicone under the pectoral, a siliconoma in the mammary extension on the right and a slight thickening of the ganglion cortex. Device has been explanted and replaced with another manufacturer's device. This record relates to the right side.